Manufacturer narrative:
E.1. Characters limit is exceeded at facility name: (B)(6) medical center. B3. The date received by manufacturer has been used for this field. This MDR is the result of an investigation finding. Device evaluation: the complaint that the needle was not fully retracting when the safety button was depressed was confirmed and the cause appeared to be manufacturing related. Fifty-eight representative 18g insyte autoguard bc devices were provided in sealed unit packages from lot #5017998. The safety mechanism had been activated, and the needle was partially retracted; however, on some units, it appeared that the notch in the needle caught on the blood control valve. The needle notch was within specification. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
The following information was provided by the initial reporter: na. Investigation finding: the complaint that the needle was not fully retracting when the safety button was depressed was confirmed and the cause appeared to be manufacturing related.